Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The implantable pulse generator (ipg) device displayed possible telemetry issues on non-magnet electrogram. The device remains in use. No patient complications have been reported as a result of this event.